Event description:
A capture and sensing anomalies were observed due to a micro dislodgement. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.